Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with unspecified juvéderm. The patient was concomitantly injected with botox®. Four days later, patient developed ¿extreme swelling and weeping on the lower face¿. Patient treated themselves with ice packs and benadryl 50mg every 4 hours. The symptoms are ongoing.